Manufacturer narrative:
Device evaluation by MFR: promus element plus, mr, ous 2.25x16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal half of the stent were lifted and kinked, also stent struts in the most proximal strut row were slightly flared. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. After crossing the lesion with a non-bsc guide catheter and a guidewire, pre-dilation was performed with a 2.0 x 15 balloon catheter. Subsequently, a 2.25x16mm promus element plus drug-eluting stent was advanced for treatment; however, the tip of the stent struts were lifted after several attempts. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. After crossing the lesion with a 4.0 non-bsc guide catheter and a guidewire, pre-dilation was performed with a 2.0 x 15 balloon catheter. Subsequently, a 2.25x16mm promus element plus drug-eluting stent was advanced for treatment; however, the tip of the stent struts were lifted after several attempts. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.